Event description:
(B)(6) 2024 a biozorb radiation device was implanted as a result of left breast cancer. In 2008, I had a mastectomy of the right breast due to aggressive cancer. I had a follow up appointment and drainage was needed and a blood clot was noticed. I saw the "biozorb " was a recall. I contacted the surgeon office and was told that they were not informed or aware of any recall. I asked to have the device removed, as I am having erratic pain and swelling issues. I noticed the pain during the evening trying to sleep was nearly impossible. Having another issue on the left side with torn rotator cuff and needed dental work that the surgeon said needed to be addressed 1st before the device could be removed. It moves at various times with redness, sharp and dull pains and the device is moving position. I wish I had bypassed the device altogether.